Event description:
Customer reported pt blood glucose results of 90 mg/dl using advantage system and a lab result of 52 mg/dl within 10 minutes. Customer reported the pt has symptoms of hypoglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.